Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) display during drain 3 / 3. The technical service representative (tsr) explained the alarms to the home patient (hp)'s caregiver (cg) and assisted to cycle power the hc machine. The tsr assisted the cg to remove the cassette. The tsr further advised the cg to have hp contact the nurse. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.